Event description:
A diabetes nurse specialist reported that a pt (age unk), who was using a novofine 30 needle experienced a device injury and was admitted to the emergency ward. Reportedly the pt was taking a subcutaneous injection in the abdomen with an insulatard flexpen when the needle broke. The pt had been using the needle several times before it broke. Pt went to the emergency ward where the rest of the needle was removed. The pt had been advised several times to change the needle before each injection. Pt has recovered completely from the adverse event.